Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states they have to have an MRI and they are not able to start the charging process. Pt states the handset is showing it cannot find the device. Agent had pt close the mystim app and click on the wr and click on connect and pt is currently charging at excellent. Pt will call back if they need further assistance. Pt then states, they have not used the stimulator since probably (B)(6) or (B)(6) because instead of it giving current on the back where it is supposed to, it is only stimulating the front. Patient states they have were getting shocked everywhere but where they needed to be shocked. Patient stated they are sure the healthcare provider (hcp) put the leads in the wrong spot.